Manufacturer narrative:
Continuation of concomitant products: 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing on the presenting rhythm and stored episodes. Follow-up with the physician's office determined that the patient had persistent atrial fibrillation (af) status/post direct current (dc) cardioversion, with recurrent af with rapid ventricular response (rvr). Eventually an atrioventricular (av) node ablation was performed. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: aware date changed to 12 jul 2019. If information is provided in the future, a supplemental report will be issued.